Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient underwent orthopedic surgery (irrigation and debridement of right knee, open treatment of right and left femur with intramedullary device, closed treatment of right acetabular and right foot fracture) after being involved in a motor vehicle accident. Two days post orthopedic surgery, a vena cava filter was indicated for diagnosis of bilateral femur fracture, multi trauma and respiratory failure. A vena cava filter was successfully deployed in an infrarenal location. Vena cavogram confirmed placement of the filter proximal to the renal veins. The introducer sheath was removed and pressure was held on the femoral vein and a sterile dressing was applied. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received - it was reported by the patient that a vena cava filter was deployed in conjunction with a trauma situation/motor vehicle accident. After an unknown amount of time post deployment, the filter allegedly detached, perforated into the aorta, and was unable to be retrieved. The filter and detached filter limb(s) were retrieved percutaneously. However, an additional detached filter limb was unable to be retrieved percutaneously and allegedly remains outside the ivc towards the spine. The patient alleged to experience additional blood clots and pe post filter deployment. Based on a review of the medical records received, it was reported approximately two days post orthopedic surgery due to a motor vehicle accident, a vena cava filter was deployed successfully in an infrarenal location. Vena cavogram confirmed placement of the filter. Pressure was held and a sterile dressing was applied. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient underwent orthopedic surgery (irrigation and debridement of right knee, open treatment of right and left femur with intramedullary device, closed treatment of right acetabular and right foot fracture)after being involved in a motor vehicle accident. Two days post orthopedic surgery, a vena cava filter was indicated for diagnosis of bilateral femur fracture, multi trauma and respiratory failure. A vena cava filter was successfully deployed in an infrarenal location. Vena cavogram confirmed placement of the filter proximal to the renal veins. The introducer sheath was removed and pressure was held on the femoral vein and a sterile dressing was applied. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully approximately 5mm below the left renal vein. No deficiency was reported within the medical records. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received - it was reported by the patient that a vena cava filter was deployed in conjunction with a trauma situation/motor vehicle accident. After an unknown amount of time post deployment, the filter allegedly detached, perforated into the aorta, and was unable to be retrieved. The filter and detached filter limb(s) were retrieved percutaneously. However, an additional detached filter limb was unable to be retrieved percutaneously and allegedly remains outside the ivc towards the spine. The patient alleged to experience additional blood clots and pe post filter deployment. Based on a review of the medical records received, it was reported approximately two days post orthopedic surgery due to a motor vehicle accident, a vena cava filter was deployed successfully in an infrarenal location. Vena cavogram confirmed placement of the filter. Pressure was held and a sterile dressing was applied. No additional information was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with a trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter allegedly detached, perforated into the aorta and was unable to be retrieved. The filter was successfully removed with the use of a snare. Multiple unsuccessful attempts were made to remove the detached filter limb and the decision was made to leave the limb in place. The patient alleged to experience additional blood clots and pe post filter deployment; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and four months post filter deployment, the patient was admitted for pulmonary embolism with shortness of breath on exertion with tachycardia and computed tomography(CT) demonstrated bilateral lower lobe pulmonary emboli and revealed that the inferior vena cava filter was protruded into the aorta. Subsequently three months later, computed tomography (CT) revealed the filter was present in the infrarenal inferior vena cava position and protrusion of two of the left legs with one apparently entering the aorta or anterior wall of the aorta. The other leg penetration was seen just posterior to the aorta. The inferior vena cava filter contains a minimal amount of nonobstructive thrombus. Additionally, one of the filter legs have fractured from the crimp point at the apex and was seen with the cephalad end just left lateral to the apex and caudal end contacting the l3 vertebral body. Approximately six years and nine months post filter deployment, the filter was retrieved using a snare. The sheath used during removal had to be upsized from a 12f sheath to a 16f sheath to complete the removal procedure. And the inferior vena cava filter was smoothly retrieved with no resistance then aortogram was performed and revealed one of the struts of the filter was left behind outside the cava. Multiple unsuccessful attempts were made with forceps to grab the strut, but the struct was unable to grab either it was completely outside the cava or completely hidden in the thrombus. Completion venogram was performed and the decision was made to leave the limb in place. Therefore, the investigation is confirmed for perforation of the ivc, filter limb detachment, and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully approximately 5mm below the left renal vein. Six years and four months post filter deployment, cta demonstrated the filter to be well centered within the inferior vena cava with two legs extending beyond the caval wall, one leg penetrating the anterior wall of the aorta and one leg penetrating just posterior to the aorta. One filter limb was also detached with the cephalad end just lateral to the apex and the caudal end contacting the l3 vertebral body. A CT of the chest performed demonstrated bilateral lower lobe pulmonary emboli. Approximately six years and nine months post filter deployment, the filter was retrieved using a snare. Multiple unsuccessful attempts were made with forceps to retrieve the detached filter limb from the cava. The decision was made to leave the limb in place. Based on the medical records the investigation is confirmed for filter limb perforation of the caval wall and filter limb detachment as CT scans identified both failures. Additionally, the investigation is confirmed for difficult to remove as the sheath had to be upsized during the removal procedure. It can also be confirmed that the patient experienced pe after filter implantation. However, the origin and relationship to the filter has not been established in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques perforation or other acute or chronic damage of the ivc wall acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported by the patient that a vena cava filter was deployed in conjunction with a trauma situation/motor vehicle accident. After an unknown amount of time post deployment, the filter allegedly detached, perforated into the aorta, and was unable to be retrieved. The filter and detached filter limb(s) were retrieved percutaneously. However, an additional detached filter limb was unable to be retrieved percutaneously and allegedly remains outside the ivc towards the spine. The patient alleged to experience additional blood clots and pe post filter deployment. Based on a review of the medical records received, it was reported approximately two days post orthopedic surgery due to a motor vehicle accident, a vena cava filter was deployed successfully in an infrarenal location. Vena cavogram confirmed placement of the filter. Pressure was held and a sterile dressing was applied. No additional information was provided in the medical records received. New information received: medical records were received and reviewed. Approximately six years four months post filter deployment in a status post multi-trauma patient, the patient experienced a pulmonary embolism. CT scan demonstrated that filter limbs were extending beyond the caval wall. Approximately six years eight months post filter deployment, CT angiogram performed demonstrated the filter well centered in the vena cava with one detached filter limb and two limbs extending beyond the caval wall. Approximately six years nine months post filter deployment, the patient was scheduled for filter retrieval. The filter was successfully removed with the use of a snare. Multiple unsuccessful attempts were made to remove the detached filter limb, and the decision was made to leave the limb in place. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review (first): the patient underwent orthopedic surgery (irrigation and debridement of right knee, open treatment of right and left femur with intramedullary device, closed treatment of right acetabular and right foot fracture)after being involved in a motor vehicle accident. Two days post orthopedic surgery, a vena cava filter was indicated for diagnosis of bilateral femur fracture, multi trauma and respiratory failure. A vena cava filter was successfully deployed in an infrarenal location. Vena cavogram confirmed placement of the filter proximal to the renal veins. The introducer sheath was removed and pressure was held on the femoral vein and a sterile dressing was applied. Medical records review (second): the patient was admitted to the hospital status post motor vehicle accident with multi-trauma. The patient was scheduled for inferior vena cava filter placement due to decreased activity for an extended period of time. The left femoral vein was accessed and the filter was successfully deployed with the tip approximately 5 mm below the left renal vein. The patient was discharged from the hospital ten days post hospital admission. Approximately six years four months post filter deployment, the patient experienced a pulmonary embolism and was admitted to the hospital. CT scan performed demonstrated that filter limbs were extending beyond the caval wall and were perforating into the aorta. Approximately six years five months post filter deployment, the patient experienced two episodes of symptomatic cholelithiasis. Two months later, the patient was scheduled for a laparoscopic cholecystectomy. In preparation for filter retrieval, the patient had a CT angiogram of the abdomen and pelvis performed approximately six years eight months post filter deployment. Cta demonstrated the filter to be well centered within the inferior vena cava with two legs extending beyond the caval wall, one leg penetrating the anterior wall of the aorta and one leg penetrating just posterior to the aorta. One filter limb was also detached with the cephalad end just lateral to the apex and the caudal end contacting the l3 vertebral body. Approximately six years nine months post filter deployment, the patient was scheduled for filter retrieval. The filter was successfully snared without resistance and an aortogram demonstrated a normal appearing aorta. Multiple unsuccessful attempts were made with forceps to retrieve the detached filter limb from the cava. The detached limb appeared to be completely outside the cava or completely hidden in thrombus. Completion venogram was performed and the decision was made to leave the limb in place. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully approximately 5mm below the left renal vein. Six years and four months post filter deployment, cta demonstrated the filter to be well centered within the inferior vena cava with two legs extending beyond the caval wall, one leg penetrating the anterior wall of the aorta and one leg penetrating just posterior to the aorta. One filter limb was also detached with the cephalad end just lateral to the apex and the caudal end contacting the l3 vertebral body. Approximately six years and nine months post filter deployment, the filter was retrieved using a snare. Multiple unsuccessful attempts were made with forceps to retrieve the detached filter limb from the cava. The decision was made to leave the limb in place. Based on the medical records the investigation is confirmed for filter limb perforation of the caval wall and filter limb detachment as CT scans identified both failures. Additionally, the investigation is confirmed for difficult to remove as the sheath had to be upsized during the removal procedure. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: it was reported by the patient that a vena cava filter was deployed in conjunction with a trauma situation/motor vehicle accident. After an unknown amount of time post deployment, the filter allegedly detached, perforated into the aorta, and was unable to be retrieved. The filter and detached filter limb(s) were retrieved percutaneously. However, an additional detached filter limb was unable to be retrieved percutaneously and allegedly remains outside the ivc towards the spine. The patient alleged to experience additional blood clots and pe post filter deployment. Based on a review of the medical records received, it was reported approximately two days post orthopedic surgery due to a motor vehicle accident, a vena cava filter was deployed successfully in an infrarenal location. Vena cavogram confirmed placement of the filter. Pressure was held and a sterile dressing was applied. No additional information was provided in the medical records received. New information received: medical records were received and reviewed. Approximately six years four months post filter deployment in a status post multi-trauma patient, the patient experienced a pulmonary embolism. CT scan demonstrated that filter limbs were extending beyond the caval wall. Approximately six years eight months post filter deployment, CT angiogram performed demonstrated the filter well centered in the vena cava with one detached filter limb and two limbs extending beyond the caval wall. Approximately six years nine months post filter deployment, the patient was scheduled for filter retrieval. The filter was successfully removed with the use of a snare. Multiple unsuccessful attempts were made to remove the detached filter limb, and the decision was made to leave the limb in place. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.